Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged trunk cable and connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electronic belt sn (B)(4) has been completed. Upon evaluation, the trunk cable and trunk cable connector (j702) on the pca board inside the electrode belt distribution node (dn) were damaged. The damage to the trunk cable and connector disrupted communication with the monitor. The root cause of the damaged trunk cable and damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.